Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a t2f surgery; while drilling a screw hole, the drill bit broke. It was also reported that the broken piece remained in the patient. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The radiolucent drill bit subject to this event was not returned to the manufacturer for evaluation. The root cause of this event is undetermined.

Event description:
It was reported that during a t2f surgery; while drilling a screw hole, the drill bit broke. It was also reported that the broken piece remained in the patient. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.